Event description:
No harm to patient. Patient had bilateral breast biopsy in MRI department. After sample was taken on left side, radiologist noticed the biopsy gun was defective and did not have the "basket" present in the collection area.